Event description:
It was reported that there was a lead fracture and impedance issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Distal segment of the lead was returned, analyzed, and no anomalies were found. However, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.